Event description:
Rn reports while accessing a patient's implanted port for chemotherapy; she attempted to flush and draw blood and could not. Found the huber needle device to be leaking. Discontinued using this needle, re-accessed port with a different needle, no further issues.